Event description:
A co engineer reported a pump with a depleted battery. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.